Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician activated the foot pedal of the cautery unit; however, the handle of the snare shocked the hand of the nurse holding it. Another nurse tried but her hand was also shocked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.